Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 720 mg/dl at the time of the incident. The customer was at 180 to 252 mg/dl before the customer connected to the pump, and 113 mg/dl at the time of the call. The customer was given intravenous insulin and manual injections to treat. The customer experienced symptoms such as nausea, vomiting, swelling of the brain. The customer was wearing the insulin pump during the incident. The customer believes the pump was under delivering. Troubleshooting was not completed as the customer declined. The customer also mentioned issues with infusion set adherence. The insulin pump will not be returned for analysis.